Manufacturer narrative:
The device history record (DHR) reviewed noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has not previously repaired/evaluated a.t.s. 1200 tourniquet serial number (B)(4) as documented in the repair reports in livelink. Initial qa inspection of the a.t.s. 1200 tourniquet by zimmer biomet surgical on (B)(6), 2017 revealed the complaint could not be confirmed and the device operated as intended. It was also revealed that the battery is greater than one year old. Repair of the a.t.s. 1200 tourniquet was performed by zimmer biomet surgical on (B)(6), 2017 which included replacement of the battery. A.t.s. 1200 tourniquet, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested per zpo 7.1557 rev. 08. The reported event ¿that the device would not inflate and shut off completely¿ was non-verifiable since during initial inspection complaint could not be confirmed and the device operated as intended. However, it was also revealed that the battery is greater than one year old. The root cause of the reported event cannot be specifically determined with the provided information. The device battery was replaced as the device had aged battery. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. A.t.s. 1200 tourniquet, serial number (B)(4), was repaired, tested and returned to the customer

Manufacturer narrative:
This complaint is recorded with zimmer biomet under (B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the device would not inflate and shut off completely, restarted and switched to the other blue side. The event occurred during surgery. There was a surgical delay of 15 min and alternate device was retrieved for use. No adverse events have been reported as a result of this malfunction.